Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the act button was not responding. Customer's blood glucose was not reported. Insulin pump will be replaced.

Manufacturer narrative:
All of the buttons are working properly and no keypad anomaly noted however, the connector at the lcd board found unlocked during our visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads.